Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an ec345 alarm and heat damage observed on the power cord. The cause of the ec345 alarm was identified to be a failed upstream sensor. The upstream sensor was replaced to correct this condition. A visual inspection observed dried fluid residue on the power cord along with the heat damage. The power cord was replaced to correct the heat damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity) and heat damage was found on the power cord. There was no patient involvement. No additional information is available.